Event description:
Two cook instinct endoscopic hemoclips were used during an endoscopic mucosal resection (emr). The clips were being used to close the resection area that was located in the distal esophagus. The first clip was placed successfully. The second clip was closed onto the tissue site but would not release from the clip deployment device. The physician attempted to facilitate clip release by using the handle to pull the drive wire back. The drive wire broke inside the handle and completely separated. The clip remained attached to the tissue site and the drive wire. The physician had to pull the clip off the tissue in the closed position. The physician was very upset and was concerned this could have caused a rip into the muscularis. Afterwards, the physician took a picture and noted in the patient's chart that the clip created a tear. A fully covered esophageal stent made by another company was placed to complete the procedure. The stent was placed because the physician though there may have been a tear or perforation due to forcefully removing the clip from the emr site. It was later confirmed that there was no true perforation, just a tear in the tissue. A section of the device did not remain inside the patient's body. Other than the placement of the stent, the patient did not require any add'l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the drive wire was not visible in the coil assembly indicating the hook has broken at the distal end of the drive wire. The drive wire did not separate inside the handle however, it appears to have been cut by the user approx 1 cm from the handle spool and then was removed from the device. The sheath appears to be cut or torn approx 3-4 cm from the handle and a section of the coiled assembly has been stretched and cut away from an area near the handle. The clip was removed from the distal end of the device and the broken portion of the hook was located within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.